Event description:
It was reported that during a procedure for a patient with a anterior communicating artery aneurysm the physician slowly advanced the stent delivery wire to transfer the subject stent into the microcatheter. During the process, resistance was encountered, and the subject stent could not be pushed in. The physician withdrew the microcatheter and subject stent system and observed that the stent delivery wire was bunched up in the hub, and the subject stent was stuck in the microcatheter just past the hub position. However, the subject device was returned for analysis and the device investigation revealed that the subject stent deployed prematurely during use. There was a surgical delay of 10 minutes. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection it was noted that the stent was received deployed within the lumen of a microcatheter at the proximal end. The stent delivery wire (sdw) was returned and the introducer sheath was also returned. The microcatheter had been cut, only the hub section was returned. The stent was unable to be removed from the microcatheter. The sdw was kinked/bent and deformed at the distal end. The sdw was removed from the hub of the microcatheter and it was noted during this removal that the stent was no longer loaded on the sdw. The distal tip of the introducer sheath was damaged. The functional inspection was unable to be performed as the stent was returned in a deployed state. The reported event stent difficult/unable to transfer' could not be replicated. However, the analysis results are consistent with the reported event. The reported event sdw deformed' was confirmed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was reported to have been set up and maintained. It was reported that 'the physician slowly advanced the stent delivery wire to transfer the stent into the microcatheter. During the process, resistance was encountered, and the stent could not be pushed in. The physician made multiple observations and adjustments, but the stent still could not be pushed in. Eventually, the physician withdrew the microcatheter and stent system and observed that the stent delivery wire was bunched up in the hub, and the atlas stent was stuck in the microcatheter just past the hub position. Subsequently, the physician cut the microcatheter short to retain the stent inside and filed a product complaint. Later, a new microcatheter and stent were used. The stent was deployed smoothly and embolized well, and the procedure was successfully completed'. The stent was returned for analysis in a deployed condition inside the proximal section of the microcatheter lumen. The stent was noted to be deformed. The stent delivery wire (sdw) was returned with the distal end of the wire bunched up inside the microcatheter hub. The sdw was removed from the hub and it was noted prior to this that the stent was not loaded on the sdw. The sdw was noted to be kinked/bent towards the distal end of the wire. The introducer sheath was returned and the distal tip of the sheath was noted to be deformed. Based on the event description and analysis results, one possibility is that the introducer sheath was initially correctly positioned as reported in the good faith effort (gfe) follow-up replies, but subsequently moved distally prior to stent transfer out of the introducer sheath. It is likely that during transfer of the stent from the sheath into the proximal end of the microcatheter lumen, the stent may have become damaged as it passed through the deformed distal tip opening of the sheath. The user would experience increased resistance during further attempts to advance the stent in the microcatheter lumen. Upon realizing this (through increased resistance), the user normally attempts to withdraw the stent. During this action and particularly if there is significant friction between the stent and the lumen of the microcatheter, the distal bumper of the sdw (which is smaller in diameter to the proximal bumper which is used to advance the stent) can slip through the stent, leaving the stent deployed prematurely inside the microcatheter. This is the most likely explanation for the damage/observations noted during analysis and the information provided in the event description. Based on the review of all available information an assignable cause of procedural factors has been assigned to the reported event stent difficult/unable to transfer' and sdw deformed' and to the analyzed event stent deployed prematurely during use, sdw deformed, sdw kinked/bent and stent introducer sheath distal tip damaged as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.